Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: switzerland. It was reported that there was missing information on box label(printer issue).

Manufacturer narrative:
Samples received: 1 box of product. Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are no units in our stock. We have received one closed box where the front box label shows that the printing is incomplete, there is missing information as can be seen in enclosed picture. This defect took place in the manufacturing process at the moment of printing the box label. The personnel involved did not notice of that the label front was not correctly printed. As no other complaints have been received concerning this issue for this code-batch, we assume that this is an isolated box. Final conclusion: taking into account that the box received does not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.